Event description:
It was reported that a leak was discovered during peritoneal dialysis therapy setup on the homechoice (hc) device. The leak was noticed near the right hand corner of the hc door. According to the report, the patient placed a towel beneath the hc, and approximately one fourth of the towel became wet. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (Therapy dates) - approximate date of event: sometime in the three months prior to (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.